Manufacturer narrative:
Follow-up information received on 16-dec-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. She had essure removed and the complaint was apparently gone. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering that abdominal pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a general practitioner in netherlands on 17-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician was able to vaguely describe the complaint/side effect. The patient had abdominal pain during essure and according to physician, the essure was removed and the complaint was also apparently gone. Correction following company internal review on 19-nov-2015: during internal review it was notified that the previously reported initial receipt date 17-nov-2015 is incorrect. The correct initial receipt date of the case is 16-nov-2015. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. She had essure removed and the complaint was apparently gone. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering that abdominal pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up from 22-jan-2016: the reporter denied further contact. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jan-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. She had essure removed and the complaint was apparently gone. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering that abdominal pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. No further information is expected.